Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 120 to 140mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 7:28pm) with results of 87mg/dl and 84mg/dl. Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 07/14/2017 and open vial date is month of (B)(6) 2015. Recall test results performed fasting from meter memory: 65mg/dl, (B)(6) /2015, 07:30pm; 83mg/dl, (B)(6) 2015, 03:50pm; 99mg/dl, (B)(6) 2015, 07:20am; 133mg/dl, (B)(6) 2015, 08:00am; 109mg/dl, (B)(6) 2015, 08:00am. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying rot cause: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.